Manufacturer narrative:
A complete mfg review could not be conducted as the lot number is unk. The device was returned with an unk 5fr introducer sheath. The distal end of the balloon was prolapsed at the distal tip and the distal tip of the introducer sheath was flared, likely indicating retraction issues. The balloon was not attached to the outer catheter, indicating a loss of bond at the proximal balloon glue joint. There was no complete balloon detachment, as the balloon was still attached to the inner polyimide. No functional testing could be performed due to the condition of the returned sample. The investigation is confirmed for retraction issues and a loss of bond at the proximal balloon glue joint. The catheter was returned inserted inside a 5fr introducer sheath. Per device labeling, the recommended sheath size for this device is 6fr. It is highly likely that use of the device within a smaller sheath size than indicated, contributed to the reported retraction issues. Based upon the available info and the returned sample condition, the root cause for the retraction issues is likely user related, as the wrong size sheath was used during the procedure.

Event description:
It was reported that the pta balloon catheter could not be retracted through the introducer sheath. The balloon catheter and sheath were removed together as a single unit. No further treatment was required. There was no reported pt injury.